Manufacturer narrative:
Device passed self test. Device audio or beep or vibrate function properly and no anomaly noted during testing. However, a test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Device had missing reservoir tube o-ring.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump gave an alarm but it did not say what alarm it was. The customer stated the insulin pump was vibrated a couple times a day without any alarms. Customer checked through the insulin pump and there was s nothing turned on for the insulin pump to vibrate. Customer stated it started happening sporadically since last year and now it is occurring daily. Customer reported that the insulin pump was neither beeping nor vibrating currently. Insulin pump's battery was low. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.